Event description:
The following information was received through literature ¿early and intermediate-term results of the extracardiac conduit total cavopulmonary connection for functional single-ventricle hearts¿ published in journal of the formosan medical association. The study aimed to analyze the early and intermediate-term results of extracardiac conduit total cavopulmonary connection (ec-tcpc) procedure in 88 patients implanted with gore-tex vascular graft from 2000 to 2013. 13 patients were noted to be occluded spontaneously during the follow-up 1 year after the operation. The occlusion information in this literature does not allege the events were related to gore-tex vascular graft.

Manufacturer narrative:
H1/h2 - correct type of reportable event from serious injury to not-reportable: further review determined that there was no alleged gore device-related event. The information from this literature is determined not reportable. The initial medwatch submitted under manufacturer report number 2017233-2021-02094 was submitted in error, and is hereby retracted. Further review determined that there was no alleged gore device-related event. The information from this literature is determined not reportable. The initial medwatch submitted under manufacturer report number 2017233-2021-02094 was submitted in error, and is hereby retracted.

Manufacturer narrative:
G3/g4: add PMA/510k number. Article citation: early and intermediate-term results of the extracardiac conduit total cavopulmonary connection for functional single-ventricle hearts. J.-y. Pan, jen-ping chang, et al. Http://dx.doi.org/10.1016/j.jfma.2015.12.011. Journal of the formosan medical association. (2016) 115, 318-324. A review of the manufacturing records for the device was unable to be conducted as no lot number was available. It is unknown if these adverse events were related to the vascular grafts. Information was not made available. Cause of the event cannot be established based on the available information. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Patient demographics: provided mean age was 6 years old and gender of article is 48 (54.5%) male and 40 (45.5%) female. Patient information will reflect (B)(6) male. Implanted date is not available.

Event description:
The following information was received through literature ¿early and intermediate-term results of the extracardiac conduit total cavopulmonary connection for functional single-ventricle hearts¿ published in journal of the formosan medical association. The study aimed to analyze the early and intermediate-term results of extracardiac conduit total cavopulmonary connection (ec-tcpc) procedure in 88 patients implanted with gore-tex vascular graft from 2000 to 2013. In total 15 patients required fenestration, 13 patients were noted to be occluded spontaneously during the follow-up 1 year after the operation.